Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. The valve was snared and brought back into annular position. It was determined the valve was too small and a 29 mm valve was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.